Event description:
It was reported, that the rigid endoscope sheath's ceramic tip was loose. The issue occurred, during preparation for use. An unknown, diagnostic procedure was performed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to field: h3, and h6. Corrected fields: b5 (information was inadvertently missed on the initial) the device was returned for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the reported issue occurred because the equipment was repaired by an unauthorized person, therefore the biocompatible and mechanical characteristics are no longer guaranteed due to the improper materials used. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a replacement device.